Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma (specific date not reported). The wound was irrigated and bacitracin was applied as a prophylactic measure. Reimplantation is planned but had not taken place at the time of this report.